Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed breakage of the hub. An additional crack was observed on the remnant of the hub. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC dressing wet with blood and IV solution. When doing dressing change, noticed PICC had cracked hub. Inserted sept 22, 2022. Breakage noticed on oct 09, 2022 (as per incident report).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC dressing wet with blood and IV solution. When doing dressing change, noticed PICC had cracked hub. Inserted (B)(6) 2022. Breakage noticed on (B)(6) 2022 (as per incident report).